Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The twos could not be reproduced and the lead remains in use. No patient complications have been reported as a result of this event.